Event description:
It was reported to boston scientific corporation that an upsylon y mesh device was implanted into the patient during a laparoscopic sacral colpopexy + posterior repair + cystotomy repair + sling excision + cystoscopy procedure performed on (B)(6) 2015 due to recurrent pelvic organ prolapse and dyspareunia from the prior sling. The prior sling was then dissected and cut. Operative findings include significant adhesions of the bladder, wrapping completely around the vagina. As reported by the patient's attorney, the patient experienced an unknown injury related to the implanted upsylon y mesh device.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Medical center (B)(6). Imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.